Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 15mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure the occluder took on a cobra shape. Multiple attempts were made to re-deploy the occluder, however the cobra shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 15mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One photo was received from the field of the deformed device outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 15mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During the procedure the occluder took on a cobra shape. Multiple attempts were made to re-deploy the occluder, however the cobra shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 15mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.